Event description:
It was reported that during a cardiac ablation procedure, no ablation was possible throughout the entire procedure and the procedure was aborted after transseptal device usage. As soon as the catheter was inserted into the sheath and the left atrium, blood was observed in the coaxial cable. The system console displayed a notice indicating that the safety system detected blood in the catheter handle. In response, the injection was stopped and the vacuum was disabled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient data file analysis could not be assessed, received file was corrupted. Images from the attachments were visually analyzed and confirmed the reported issue. In conclusion, the images confirmed the reported blood issue. The physical product is pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image files and the balloon catheter with lot number 24094 were returned and analyzed. The first image showed a console displaying system notice 50006 indicating that the safety system had detected blood inside the catheter handle, the second image showed blood inside the balloon of a balloon catheter, and the third image displayed blood within a coaxial cable. Visual inspection showed blood/fluid inside the balloon. Review of the smart chip data indicated the catheter was not used for applications. During functional testing, the console terminated the application and triggered system notice 50006 (the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled). Pressure testing identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported visible blood was confirmed during data analysis and returned product inspection. The balloon catheter failed the returned product inspection due to the outer balloon distal bond leak and detachment from the shaft. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.